Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the lvad system produced elevated power readings, and that the patient's lactate dehydrogenase was 900 to 1000 u/l. The patient was electively admitted for a minimally invasive pump exchange (B)(6) 2016. It was reported by the lvad clinicians at the implanting center that the patient had been non-compliant with anticoagulation medications.

Manufacturer narrative:
The report of elevations in pump power was confirmed based on the analysis of the submitted system controller log file. The submitted log file captured multiple elevations in pump power up to 15.6 watts and showed an upward trend in the pump power level and estimated flow rate over time. Despite the observed pump parameter changes, no atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. Based on the manufacturer¿s complaint history, elevations in pump power coupled with elevation in the patient¿s lactate dehydrogenase level could be indicative of potential device thrombosis. The pump was returned assembled with driveline cut approximately 3 inches from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. Visual examination of the textured blood-contacting surface of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the pump¿s blood-contacting surfaces upon its disassembly revealed only traces of dried blood with no evidence of depositions or thrombus formations. Visual inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The report of suspected thrombus and a specific cause for the elevations in pump power and the patient¿s lactate dehydrogenase level could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.